Event description:
On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) called the reporter on april 28, 2010, and was able to obtain/verify information. The patient tests his blood glucose once a day before breakfast. According to the reporter, the patient's normal pre-breakfast blood glucose levels are around "120-140 mg/dl." He has been instructed to take 1 tablet of amaryl whenever his blood glucose level is greater than "129 mg/dl." The reporter admitted that the patient usually does not take the amaryl unless his blood glucose level exceeds "135 mg/dl." The reporter also mentioned that the patient had not taken any amaryl for a while before the alleged issue began. The reporter indicated that on (B) (6), 2010, at 10:00 am, the patient obtained a pre-breakfast meter reading of "212 mg/dl" which was abnormally high for him. Due to the elevated meter reading, the patient took 1 tablet of amaryl and proceeded to eat breakfast as usual. He also reportedly ate lunch that same day as usual. Around 3:00 pm that same day, the reporter claimed that the patient developed symptoms of feeling low and was sweating and dizzy. The reporter stated that the patient tested his blood glucose while feeling symptomatic and got an unspecified "low reading." The patient administered self-treatment by consuming glucose tablets and felt better afterwards. The reporter reportedly performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.